Event description:
A diabetic pt underwent a diagnostic procedure with a 4f sheath that was left in place for several hours while awaiting the therapeutic procedure. The diagnostic sheath was exchanged for a 6f sheath. Following the therapeutic procedure, an attempt to deploy a perclose device was unsuccessful. Immediately following, an angio-seal device was deployed successfully. The pt presented to the hospital five days post procedure with a groin infection, which was cultured as staphylococcus. Surgical intervention was required to drain the pt's tissue tract at the arteriotomy site and excise the infected area. The pt recovered and was discharged with no complications. The lab supervisor believed that the angio-seal device was not the cause of the infection. Since the hospital had four cases of infection recently (this was the only angio-seal device), the hospital infection control committee was in the process of investigating the sterility practices in the cath lab. However, no further info would be released as to the outcome of the committee's investigation.